Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the left side. The 92% stenosed, 13mm in length, eccentric, de novo target lesion was located in the non-tortuous, moderately calcified and 3.5mm in diameter left anterior descending (lad) artery. Following predilitation with a 3.0/15 non-bsc balloon, a 3.50 x 16 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent had fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.